Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, deflation.

Event description:
Patient spouse reported "right side deflation." Physician reported "right side capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, wear abrasion, crease flat, red particles inside of the fill channel. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify, a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated edge opening on anterior side assessed, as surgical damage.

Event description:
Patient spouse reported, "right side deflation". Physician reported, "right side capsular contracture, baker grade iii/IV". Device has been explanted.